Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the first firing the device partially fired and locked out. It would not open. The procedure was converted to open and the device was cut off the tissue. The patient is currently okay.

Manufacturer narrative:
(B)(4). The wedge band bypass most likely was the result of an object that was in between the anvil and the cartridge when the device was fired. Evidence of this object is the damage that occurred on the driver and the cartridge surface. A hard object in this location would have prevented the driver from fully deploying upward. With the driver not deploying upward, the sled would have had to try to go around the driver. This resulted in the sled damaging the vertical walls of the cartridge below the deck, derailing the sled, and thus the rest of the staples would not have formed on the side that was damaged. While no foreign material was detected on the surface of the cartridge, knife, or anvil, this does not mean that there was no object in between the anvil and cartridge. The damage occurred on the outer row of the device and most likely was not in the way of the knife. Thus no damage to the knife would have occurred. The cartridge material is relatively soft and a harder material would not have transferred onto the cartridge. While the anvil is a hard material, if the hard object did not move or slide along the anvil, there is a low chance that any material was transferred on to the anvil.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional follow up: what was being fired upon? Renal vessels. Was this the first firing? Yes. What do you mean by locked out? The stapler partially fired the first 2-3 millimeters as stated by the surgeon. Was the force high and firing stopped? Yes. Were any staples deployed? He saw only two loose staples. Trouble shooting steps to open the device? They opened to clip and suture the renal vessels. How is the patient currently? Patient is ok. Is the patient expected to have a full recovery? Yes. Patients age, sex and weight? I don't know. Patients preexisting conditions? I don't know. Has the device been sent back for return? Yes. Were any clips used prior to firing the device? No clips prior to firing. Was the device fired over any clips? No.

Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the atw35 device was returned in good condition, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was partially fired 1/2. The cartridge lockout was found normal. In addition the wedge was found damaged. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. Upon evaluation, the device closed and opened properly during testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.